Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a4, b5, b7, h6 (clinical codes). H6 clinical code unspecified tissue injury (e2015) is used to capture soft tissue injury and bone injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d2b, g1.

Event description:
Litigation alleges severe hip pain, discomfort, elevated metal ions, emotional distress, disability, disfigurement, permanent physical and economical injuries. Patient sustained physical injuries to his tendons, ligaments, tissues and bones within the right hip. He also suffered from elevated cobalt and chromium levels. During the revision procedure, the surgeon found metallosis throughout the hip. Doi: (B)(6) 2006. Dor: (B)(6) 2022. Affected side: right hip.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: the patient sustained physical injuries. Suffered from elevated cobalt and chromium levels. During the revision, the surgeon found metallosis. Post revision, the patient suffered from extreme pain when her right hip dislocated and had to be re-revised. The patient had to use a walker or a cane due to deterioration of her pelvis. The patient has anxiety about all the damage.

Manufacturer narrative:
Product complaint # : (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. H10: e3 initial reporter occupation: lawyer. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation record received. Litigation alleges severe hip pain, discomfort, elevated metal ions, emotional distress, disability, disfigurement, permanent physical and economical injuries. Doi: (B)(6) 2006; dor: sep (B)(6) 2022; right hip.